Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 409 mg/dl. The customer was treated with manul syringe. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin exit. The customer was advised to change the entire infusion set. The customer stated that cannula is bent. The customer advised to monitor pump.